Event description:
A report was received that the pt was explanted due to an infection at the incision site, pt's shoulder and pocket site. The pt's symptoms were pus discharge from the incision site, swelling and redness at the shoulder. The pt was prescribed oral antibiotics. The pt is currently healing and doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.